Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ventilator's lcd screen was found to be blank. The device's lcd needs to be replaced to address the issue.